Event description:
During use of an infusion pump, two nurses selected ml instead of mg. Instead of setting up a pt dose of 0.5 mg, they set up 0.5 ml, thus a bolus of 4ml was given instead of 4mg. Both nurses noticed a problem because it took so long for the bolus to be administered. The problem could have also been prevented if the MFR did not allow a choice between ml and mg. It would be best if the ml is locked.